Event description:
It was reported that, "the femoral peg drill tip broke off while drilling through the femoral trial."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.